Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopy during a device change out procedure. The lead was capped and replaced. The patient was discharged post procedure.